Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high defibrillation impedance and ineffective therapy was noted during a ventricular fibrillation (vf) episode. The vf was successfully terminated using the second shock. Insulation damage was suspected, however, no diagnostic imaging was performed to confirm. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
The suspected root cause of the event is insulation damage or externalized conductors, however, diagnostic imaging was not performed.